Manufacturer narrative:
(B)(4). Concomitant medical products: 110003451, g7 str modular shell inserter, 423350, 110010247, g7 osseoti 4 hole shell 58mm g, 3973486. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2018-08565, 0001825034-2018-08566. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental MDR will be submitted.

Event description:
It was reported that during a hip procedure the hex driver snapped off and broke. This left the shell inserter stuck to the implanted shell with no way to remove. The shell was then explanted and a different shell was impacted using a different inserter. Attempts have been made and additional information on the reported event is unavailable.

Manufacturer narrative:
Reported event was confirmed by review of pictures. DHR was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.